Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation olympus confirmed the suction cylinder and channel tube was present with foreign material, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. In addition, it was confirmed that the plastic distal end tip was burned. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope suction cylinder and channel tube was present with foreign objects. In addition, the plastic distal cover was burned. There was no patient involvement.